Event description:
The patient reported experiencing "sinus symptoms", dizziness, and headache, and wanted information on whether an electric cart used was interfering with the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.